Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging of the 3.0x15mm xience xpedition stent delivery system (sds), the shaft separated; thus, the sds was not used. Reportedly, there was no resistance during removal from the dispenser coil. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.0x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.